Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated after retrieval. Device was returned for analysis.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and the cause of the low battery voltage was an anomalous component on the hybrid.